Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
While setting up for a stroke case, the user noticed the aspiration level could not be changed with the adjustment knob. The back-up pump was used successfully.